Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a failure of the device's lcd screen was observed. The device's system board and lcd display were replaced to address the issues. In addition of the above evaluation, the device's trilogyo2 pm1 kit, exhaust fan assembly and 43 micron filter were replaced and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a failure of the device's lcd screen was observed. The device's system board and lcd display were replaced to address the issues. In addition of the above evaluation, the device's trilogyo2 pm1 kit, exhaust fan assembly and 43 micron filter were replaced and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the trilogy display blank to confirm the complaint and could not determine the cause. Box h coding's has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log and a failure of the device's lcd screen was observed. The device's system board and lcd display were replaced to address the issues. In addition of the above evaluation, the device's trilogyo2 pm1 kit, exhaust fan assembly and 43 micron filter were replaced and the technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly and software version was checked. The system board was evaluated by the manufacturer's product investigation laboratory (pil) and found the system board functioned as designed and operated without issue or error codes.